Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that a one touch ultra meter had an error 2 message. The medical affairs specialist (mas) was able to contact the pt to obtain/verify additional info. The pt normally tests her blood glucose once a day and manages her diabetes with diet and exercise only. On a week earlier, the pt stated that she was not able to test on her new meter due to an error 2 message. As a result, the pt did not make any changes in regards to her diabetes routine. Sometime after the reported issue, the pt reportedly experienced these symptoms: dizzy, shakiness, and disorientation. According to the pt, the reported symptoms were typical of low blood sugar symptoms for her; therefore, she drank some juice and reportedly felt better after about 30 minutes. During this time, ther were no other treatments mentioned and blood glucose test was not performed on any other devices. During troubleshooting, it was verified that this was a new out of box product and the test strips were in good condition. The pt did not use the proper technique to test the meter with. After the csr walked the lay user through proper testing technique, the error message still persists. The pt's products have been replaced. This complaint is being reported as MDR reportable, due to the following conclusions: the alleged issue was not resolved with troubleshooting. The pt's reported symptoms can be associated with hypoglycemia and it reportedly developed after the alleged meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.